Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the insulin pump was stuck in the rewind loop. Blood glucose level at the time of the incident was 500 mg/dl, due to drinking juice and not treating. Troubleshooting for high blood glucose was declined. During troubleshooting for the rewind issue, the caller was able to get the device to function normally. The insulin pump was not replaced or returned for analysis.